Manufacturer narrative:
Analysis found the unit with intermittent button response due to corroded keypad traces. No button error alarm occurred. Unable to verify excessive no delivery alarm or unexpected restart due to intermittent button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump was exposed to moisture. Her blood glucose level at the time of the event was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for failure analysis.